Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files did not reveal any alarms for the last 14 days of data. On-site inspection revealed that the outer sheath was broken directly at the end of the strain relief. A driveline sheath repair was performed to mitigate the reported condition. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause is abnormal bending of the driveline near the strain relief. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the outer sheath of the patient's driveline cable was broken directly at the end the strain relief. A driveline sheath repair was performed on an outpatient basis with no associated pump stop required. There was no reported consequence or impact to the patient. No further information has been provided.